Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. Reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information received, then a supplemental medwatch will be filed.

Event description:
Same patient as (B)(4). This is a report of a home patient (hp) that acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The hp was treated with fortaz and cefazolin (dosages, frequencies and route not reported) for the peritonitis. On an unreported date, treatment with fortaz was discontinued and the patient continued to receive just the cefazolin. It was not reported if re-training on aseptic technique was performed with the patient. Pd therapy was ongoing. The patient recovered from the peritonitis.